Manufacturer narrative:
The subject device was not returned for evaluation. The lot number is unavailable as the package had already been thrown away when the issue was discovered. Pictures were provided instead. Per photo the tfl-fbx365s single use fiber shows that it has 8 uses remaining, the fiber (B)(4) with no specific lot number. Picture shows that the customer has used the fiber again and has 7 uses remaining. A physical inspection of the fiber could not be performed since the fiber was not returned. A DHR (device history record ) could not be performed since the fiber was not returned and no lot number was able to be recorded. The OEM (original equipment manufacturer) was unable to identify any root cause analysis since the device could not be returned and could not undergo any testing. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Olympus will continue to monitor complaints for this device.

Event description:
As reported, during a virtual reference center visit with the user, in preparation of the event, the user conducted some experiments. While connecting one of the fibers, the user noticed that the soltive laser displayed that the specific fiber is reusable. It states: 9/10 remaining. The user noted the 365um fiber that was mistakenly being read by the lasers as a reusable fiber. There is no patient involvement associated on this reported event. No user injury reported.